Event description:
The following was reported: "the stack system stopped producing an image on the screen. This happened suddenly and, on the screen, had "no digital info" kept coming up. The procedure was prolonged >30 mins and <60 mins."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complained tc201 was received on september 24, 2025 at the manufacturing site and was therefore available for investigation. The investigation has been completed on janurary 15, 2026. During the manufacturer's technical inspection, the error description provided by the customer "the stack system stopped producing an image on the screen" could be confirmed. Tc201 was found with a defective circuit board during the inspection. Therefore, no image was displayed, and no device information could be read, e.g. No working hours, startups and software installed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).